Event description:
Boston scientific received information that this right ventricular (rv) lead activated the lead safety switch. Nose was seen on the stored electrogram (egm) since the lead switched to unipolar. The patient is pacer dependent, however, the patient did not experience any symptoms. The lead was surgically abandoned and a new rv lead successfully implanted. There were no further adverse patient effects. Bao

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.